Manufacturer narrative:
Additional information received on 3/28/2019 indicated the device is a non-mentor product. As a result, no further investigation will take place. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre)) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with unknown saline breast implants which the left side deflated after implantation. . As a result patient had the device explanted on (B)(6) 2019.